Event description:
In 2009, the patient's mother reported the patient had an elevated blood glucose reading of 470 mg/dl. She said he noticed an air bubble in the insulin cartridge of his infusion device. She stated the patient does not allow his insulin to reach room temperature before filling the cartridge or before inserting the cartridge into his device. She said he does not adjust the piston rod to the 310 unit mark. No further troubleshooting could be done as the patient was not available at that time. On follow up with the patient the next day, he stated his blood glucose is back within his normal range. He stated he primed the air bubbles out, changed his infusion headset [competitor product]and bolused 20 units of insulin. The patient was advised to always let the insulin reach room temperature prior to filling and inserting the cartridge. He was also advised to adjust the piston rod when changing the cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results - no product will be returned for evaluation.